Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with 5mm x 10cm gore® viabahn endoprosthesis with heparin bioactive surface (vsx device) to treat femoral artery aneurysm. The vsx device was advanced to target lesion. During the deployment, the deployment line couldn't be pulled out completely. The device was removed. Another vsx device with same size was utilized to complete the procedure.

Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Update d9. H6: c19 -the primary reported failure mode, related to partial deployment due to a stuck deployment line, could not be confirmed during engineering evaluation. The engineering evaluation observed that the outer zipper was partially deployed, and deployment from the knob was successful during engineering evaluation. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode.